Event description:
Hcp reports patient presented in the emergency room with paralysis of both legs. Patient underwent total device explantation secondary to lower limb paralysis and evidence of hematoma with cordal edema by MRI. Following surgery patient was able to move toes and does feel pain. Patient left the hospital against medical advice.the hcp notes a history of psychological issues. The device was explanted but not returned to the manufacturer for analysis.